Event description:
Symbol for scope size is incorrect on pouch, case, and box label. Label file and approved labels are for 3.2mm, the product in stock shows 2.8mm scope in the symbol section of the labels, but the products size itself is correct.

Manufacturer narrative:
Containments we have already made: (1) after verifying that it is just a label template error, corrected the error and print out the product label correctly; (2)the remaining products with incorrect labels will be scraped, and the company will compensate for the correctly labeled products.